Event description:
It was reported that the remote transmission showed a spike in the atrial impedance to 1745 ohms approximately two weeks prior and has since returned to baseline measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.